Manufacturer narrative:
The patient expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt fell at home the night before and refused to go to the hospital. The next day, the pt was found expired at home. No autopsy was performed.